Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) with this chronic right ventricular (rv) lead, high out of range shock impedance measurements greater than 125 ohms were observed in triad and proximal coil to can programmed configurations. The device was noted to be implanted in a pouch and the local field representative inquired if this could have any impact on impedance measurements. Boston scientific technical services (ts) discussed that since the pouch is wet and in the pocket, impact to impedance measurements is unlikely. A lead fracture was suspected. The lead was reprogrammed rv coil to can and shock impedance measurements were noted to be 69 ohms. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during the implant procedure, lead to device connections were verified several times and the setscrews were re-tightened, however, did not resolve the out of range shock impedance measurements. The cause was unable to be determined and the physician will continue monitoring.